Event description:
Pt was intubated and not ventilating effectively. It was noticed that the underside of the connector of the et tube was cracked. Pt was immediately extubated and re-intubated; adequate ventilation re-established.